Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation : visual analysis of the returned device identified, flat creases. Leak test and microscopic analysis was performed which identified, three openings striated. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: three openings striated in the side anterior assessed, as surgical damage.